Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the spike is observed to be broken off. There was no visible damage or other defects that would have led to the breakage. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on our investigation and sample evaluation, we are not able to identify a root cause related to the manufacturing process at this time. It appears the device broke due to the force exerted on the device. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd spike connector c180j was broken. The following information was provided by the initial reporter: it was reported that after the "fasyl infusion adapter c180j" was punctured and dispensed by the "chemoro" chemotherapy drug compounding robot, a leak was observed from the thin central part during use. Subsequently, the adapter fractured at the point of leakage. This incident occurred in november 2025, and the information was received on february 4, 2026. The complaint item, an opdivo infusion bottle, will be returned with the adapter still attached after compounding.